Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the use of the thv procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv procedure patients, it may be caused by guide wire perforations or annular ruptures. In this case, the cause of the cardiac tamponade and subsequent death is unknown. There is insufficient information to determine if a relationship existed between the event and the implanted valve. There was no allegation of a malfunction of an edwards¿s device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 26mm sapien 3 valve, the patient developed a cardiac tamponade. No bav was performed. The patient had a tortuous descending aorta which caused the operator to have some difficulty crossing the native valve with the 26mm commander delivery system. The 26mm sapien 3 valve was successfully deployed with trace pvl. The procedure was completed, and the femoral lines were removed. As the patient was being transferred to the stretcher for recovery, there was a drop in systolic blood pressure. Tte showed cardiac tamponade and a pericardial drain was inserted with minimal drainage. Unfortunately, the patient was unable to be resuscitated and expired.